Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. Upon investigation it was found that the up/down cable had severed just proximal to the ball within the universal. This created slack at the pulley interface and prevented the end effector to be held in the desired position as commanded by the surgeon. The device was returned with the hoop dangling from the universal. The clip had been deployed. Dissection of the handle revealed slack in the up/down cable. The cables were retained within the shrink tube and crimp plates as intended. The shaft was removed to reveal the severed end of the up/down cable. The ball was recovered from the cable channel in the hoop.

Event description:
During a left atrial appendage occlusion via left lateral thoracotomy, the surgeon was unable to lock the proximal end of the applier into place prior to attempting to deploy. Another device was opened and the case proceeded as planned.